Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubbles within the tubing. Customer's blood glucose level was in the 400's mg/dl range. Tandem technical support instructed the customer with priming the air bubbles to address the issue.